Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 25-mar-2024 and forwarded to millyard advanced medical products, llc on 02-apr-2024. The clinician reported the pump was not delivering medication and the patient went to the ER. The patient was restarted on IV remodulin treatment after not receiving drug for three hours. Symptoms of dyspnea and hypoxia were reported, and later resolved. The status of the backup pump was not reported. It is unknown if troubleshooting was attempted. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests.